Event description:
8.5 french pleural catheter placed in right pleural space. The catheter contained a plastic connector, encased in the distal end. On 4th day in place, the plastic connector was found separated completely from the catheter, with the catheter now open to air. The catheter had no tears or rips, and the flanged end was intact. The plastic connector did not retain any piece of the catheter. The catheter was clamped and removed. X-ray showed a resolved pneumothorax, so re-insertion of another catheter was not necessary.additional information obtained from the site:the packaging was not saved, the lot number is unknown. We have no other reports regarding this device. The physician who reported the event stated that she has used this device many times and never had a problem.I think that appropriate fitting and sleeving is the problem that was described to me by the physician.